Manufacturer narrative:
There were no unexpected replace battery now alarms noted during testing. However, multiple replace battery now alarms, replace battery alerts, and pump error power error detected alarms were present in the format history file. The pump error power error detected alarm was triggered when the lithium backup battery was less than 3.50 volts for 240 consecutive minutes as indicated in the power management graph due to a connector resistance issue. The unit was received with a scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had issues with the battery life on their insulin pump. They received multiple change battery now alerts. The customer's blood glucose level was 150 mg/dl. The alarm history was reviewed and it was noted that they did not receive a low battery alert prior to the change battery now alarm. This was the second occurrence of the replace battery now without a low battery warning. The device was returned for analysis.